Event description:
Customer called to report the insulin pump alarmed for motor error and no delivery. Blood glucose reading at the time was 147 mg/dl. Customer mentioned that the piston will not push reservoir and it is stuck in the chamber. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. Insulin pump received with stuck in motor error alarm loop during bolus delivery. Insulin pump was unable to test excessive no delivery test due to motor error alarm. Unable to verify excessive no delivery alarm due to motor error alarm. The motor was tested outside of the device and passed. The motor may had an intermittent failure that was not detected during our testing. Insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.